Event description:
It was reported that during a procedure of the non-tortuous, non-calcified renal artery the 2.0 x 15 mini trek balloon dilatation catheter (bdc)was being advanced over the 0.014 spartacore guide wire when the devices became stuck and could not be advanced. Both devices were removed from the anatomy as a system. Outside the anatomy the guide wire was removed from the bdc and the same spartacore guide wire was used in the procedure again with a second 2.0 x 15 mm mini trek bdc without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation concluded a definitive cause for the reported difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the procedure was to treat renal artery. It should be noted that the mini trek rx, instruction for use (IFU) states: the mini trek rx coronary dilatation catheters is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, or balloon dilatation of a stent after implantation (balloon models 2.00 mm - 5.00 mm only). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.